Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation and has not used or charged in ipg for an extended period of time. The patient indicated he was unable to communicate with or charge his ipg. The sjm rep met with the patient and confirmed the issue. Surgical intervention may take place at a later date to address the issue.